Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effect of death, cerebrovascular accident and intracranial hemorrhage, as listed in the xact carotid stent system, instructions for use are known patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left internal carotid bifurcation artery that was non-calcified and moderately tortuous. An emboshield nav6 embolic protection system was advanced to the lesion and an 8 x 40 mm xact carotid stent was deployed. There were no issues with the devices during the procedure and the patient was fine when he left the cath lab. Shortly after the procedure, the patient started exhibiting behavioral changes and was taken back to the cath lab and intubated. A brain scan was performed which revealed a bleed in the brain and the patient suffered a massive hemorrhagic stroke. It was reported that the bleed in the brain was attributed to hyperperfusion syndrome. The next day the patient expired. No autopsy was performed. No additional information was provided.